Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was not possible to perform a thorough analysis on the product because it was not returned for investigation. Potential factors for premature deployment include, but are not limited to, kinks in the mandrel, kinks in the inner lumen of the self expanding stent system (sess) or incorrect removal technique. In this case, based on the reported information, it appears that the premature deployment is due to the user inadvertently unlocking the device and possibly rotating the thumbwheel prior to use in the patient. There is no indication to suggest a product quality deficiency. The absolute pro instruction for use provides the following instructions: do not unlock the handle prior to positioning the stent at the intended location. Failure to follow this instruction could lead to deployment of the stent at an unintended location. A review of the finished product lot history record did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. There is no indication to suggest a product quality deficiency. During production all self expanding stents are visually inspected on both the inner diameters and outer diameters for damage. Additionally, the stents are inspected after the stent has been collapsed onto the stent holder. All self expanding stent delivery systems are also inspected for damage during the manufacturing process.

Event description:
It was reported that prior to use the device was inadvertently unlocked and the stent prematurely deployed. Apparently, this type of device is new to the site. The device was not used on the patient. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.